Event description:
It was reported that the lead fractured. There was an abrupt change in impedance, loss of capture, and oversensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. Primary analysis finding noted the distal conductor was fractured (in-vivo) flexed. The outer insulation was breach cut. The distal electrodes were covered with blood. The outer insulation had cosmetic (in-vivo) depression. The outer insulation had cosmetic (extrinsic) cut. The proximal conductor was not obstructed by blood. The distal conductor was distorted by over rotation. Visual analysis noted that the lead had apparent explant damage. Performance data was collected and analyzed. The save to disk finding noted the pacing capture threshold on the right ventricular lead had no capture. The rv pacing lead impedance was out of range with undefined impedance. The sensing function was oversensing emi/noise. The pacing mode switched. Reviewed paper strips sent in by rep which confirmed high impedance, mode switch, noise oversensing and loss of capture. Distal fracture confirmed by rpa and consistent with data presented in complaint. Reviewed paper strips sent in by rep. Confirmed out of range rv pacing impedance, max of 2159 ohms week ending (B)(6) 2012. Noise was evident on egm. No capture at 7.5v. Rv lead programmed to unipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.